Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 9/9/2025, it was reported by a sales representative via email that two fibertak anchors from an ar-9400-sbk eclipse speedscap implant system pulled out during deployment. Attempts to redeploy the anchors were unsuccessful. All implants were retrieved, and no patient harm occurred. Alternative hard body anchors were successfully used in their place, and the repair was completed without issue. This was discovered subscapularis repair procedure on (B)(6) 2025. Additional information was received on 09/22/2025: two fibertak anchors from an ar-9400-sbk eclipse speedscap implant system pulled out during the procedure; however, no pieces broke off. Both anchors were removed from the patient, and the case was completed using an ar-1927psf-45 peek corkscrew ft suture anchor. The procedure was delayed by two minutes, with an additional two minutes of anesthesia administered.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause can be misuse due to improper bone preparation, misaligned insertion, or prying/leveraging the device during insertion.